Event description:
Reported false positive flu b results. Unknown total number or if the patients were symptomatic or not. Unknown if the results were confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.